Event description:
The customer reported that the device failed the shock part of the opcheck.

Manufacturer narrative:
(B)(4): the customer reported that the device failed the shock part of the opcheck. Philips evaluated the device and replaced the power pca to resolve the issue.